Event description:
It was reported that the customer had a threshold suspend issue on the insulin pump. The customer's blood glucose level was unknown mg/dl. Troubleshooting was performed. It was explained to the customer the differences between sensor glucose and blood glucose. The customer was advised not to use expired sensor or product. The customer was advised using expired product could lead to these problems.the patient was advised to try suggestions discussed and monitor sugar glucose performance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.